Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. Before going to bed the patient had correct blood sugar levels. The cgm reading was 90 mg/dl at 10:00pm so the mother stopped the pump with temporary flow at 0 for 30 minutes (the basic flow had resumed after 30 minutes). Around 3:00 am, the mother heard the pump ringing and the child was in severe hypoglycemic state with loss of consciousness and convulsion. The cgm reading was 72 mg/dl. The patient was treated with spray baqsimi as nose spray (glucagon). The bg reading was 50 mg/dl a few minutes later and the patient quickly regained consciousness. The patient recovered from the event. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.